Manufacturer narrative:
(B)(4). Date sent: 6/20/2016. Batch # unk. Additional information requested and received: on complaint form: adverse event: yes. Describe the damage or other outcome: conversion to open therefore more invasive, longer duration, higher risk of post op complications. How did product contribute to reported incident or adverse event? Vessel was not sealed with staple line therefore bleeding occurred. What was the approximate size of the compressed vessel? Vessel about 1mm. Was it confirmed that the entire vessel was proximal to cut line? Yes behind the cut line. Was there tension on the vessel while firing? No tension. Was there any staple formation issues noticed? Please confirm lot # provided. This lot # correlates to a cs40g device. Device discarded no lot # obtained. What is the current patient status? Patient is living.

Event description:
It was reported that during a right vats lobectomy procedure that took place on an unknown date, surgeon fired device on right middle lobe vein and had a leak requiring conversion to open procedure and suture repair. Surgeon did not fire over a clip and this was the first firing of the device. Surgeon unclear what exactly had happened. The patient was stable following the procedure.